Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-45235; related manufacturer reference number: 2017865-2022-45236. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The physician also explanted the pacemaker and the right atrial (ra) lead based on patient request. The patient condition was unknown.

Manufacturer narrative:
The reported event was ¿patient wanted to have the device explanted¿. As received, a partial lead (distal portion) was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.